Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of sensing and high capture thresholds. The lead was explanted and replaced without difficulty. The patient was in stable condition during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.